Manufacturer narrative:
Result: lock bar roller guide.

Event description:
It was reported by service report that the cot would not lower. It was further reported that while unloading it without a pt on board, the cot missed the safety hook and tipped over. No pt involvement or adverse consequences were reported.